Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was kinked. If the velocity is forcefully mishandled at an extreme angle during use, damage such as a kink may occur. During the functional test, resistance was encountered while attempting to advance a demonstration mandrel through the kink in the proximal shaft of the velocity, and the mandrel could not be advanced any further. Further evaluation revealed that the strain relief was stretched. This damage was incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity) and non-penumbra stent retriever. During the procedure, while attempting to advance the stent retriever through the velocity, the physician experienced resistance and subsequently noticed that the velocity was kinked at the hub. Therefore, the velocity was removed. The procedure was completed using a new velocity. There was no report of an adverse effect to the patient.